Manufacturer narrative:
An event regarding disassembly issue involving an adm expandable coupler was reported. The event was not confirmed. The investigation concluded that the root cause of this event could not be determined based on the information provided. It was reported that when implanting a 48mm restoration adm cup the cup became stuck to the expandable coupler. The size of the cup and the size of the expandable coupler were verified. The surgeon had to use an instrument to knock the cup off the coupler. The cup was then put into place by hand and the secondary impactor was used. A review of the surgical protocol indicates that for each cup diameter (48mm ¿ 64mm) there is a corresponding expandable coupler. In this event. The catalog # 1235-4-485 48mm expandable coupler was used with the correct cup size. It is not clear from the event description why the coupler would not disengage with the cup and therefore it is not possible to determine the cause of this event without the device being available for analysis.

Event description:
When implanting a 48mm restoration adm cup the cup became stuck to the expandable coupler. The size of the cup and the size of the expandable coupler were verified. The surgeon had to use an instrument to knock the cup off the coupler. The cup was then put into place by hand and the secondary impactor was used.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
When implanting a 48mm restoration adm cup the cup became stuck to the expandable coupler. The size of the cup and the size of the expandable coupler were verified. The surgeon had to use an instrument to knock the cup off the coupler. The cup was then put into place by hand and the secondary impactor was used.